Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. She was trying to enter her blood glucose into her insulin pump and the up button was not working properly. At the time of the incident, the customer¿s blood glucose was 494 mg/dl and she stated that it took about 10 minutes to enter it in the pump because the up button was hard to press. She said that all of the other buttons are working. The customer¿s current blood glucose is 111 mg/dl and she stated that she had treated with the insulin pump. She declined troubleshooting for the high blood glucose. During troubleshooting, in order to rule out a frozen display, the customer was advised to observe the time clock for one minute to confirm if time advances. The time did advance. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with up button intermittent response due to corroded keypad traces, however pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.